Event description:
It was reported that the patient presented in clinic for follow-up. Device interrogation had shown that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No intervention was performed. Patient was stable.